Manufacturer narrative:
(B)(4)

Event description:
The customer reported that the freedom driver "overheated multiple times" while supporting a patient. The customer also reported that the hospital staff member noticed physical damage on the driver, which the patient had not noticed before. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited multiple temperature alarms, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver "overheated multiple times" while supporting a patient. The customer also reported that the hospital staff member noticed physical damage on the driver, which the patient had not noticed before. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the driver revealed: - the housings were split; - multiple housing boss inserts were missing; - the exhaust fan wires were severed; and - the pins on the u22 pressure sensor of the main printed circuit board assembly (pcba) were bent. Based on the observed damage to the driver, it is likely that the driver was subjected to an impact shock. The driver was functionally tested and did not pass all test acceptance criteria because of the severed exhaust fan wires which rendered the exhaust fan inoperable. Despite the inoperable exhaust fan, the driver passed all pressure test requirements associated with normotensive and hypertensive settings. The reported overheating issue could not be reproduced during functional testing. However, the damaged and inoperable exhaust fan would increase the risk of occurrence of a temperature alarm. The freedom driver was repaired and serviced, including replacement of the exhaust fan, and passed all final performance testing. This failure mode posed a low risk to the patient because the freedom driver continued to perform its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.